Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 information was received by our affiliate in (B)(6) from an optometrist reporting that a female patient (pt) was diagnosed with bacterial keratitis while wearing the 1-day trueye contact lens. The pt presented with a corneal ulcer which was a little lumpy (size/depth unable to be provided). The corneal ulcer in the left eye was outside of the pupil margin and the patient had a small anterior chamber reaction. The patient presented with grade 2 pain. The patient was prescribed ciloxan (ciprofloxacin hydrochloride) eye drops 0.3% every hour for 24 hours then every 3 hours after the first 24 hours and then review/follow-up. The patient has completely recovered. It was also reported that the pt wore 1 day moist contact lens before she changed to wear 1 day trueye. The event date is (B)(6) 2016. The suspect product was discarded, but the sealed product was requested for evaluation. No additional medical information has been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # 5816720103 was produced under normal conditions. One hundred sixty sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed for lot number 5816720103. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.